Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system login was delayed and the device went offline. A technical support specialist dialed into device, confirmed the issue and applied the knowledge article (ka) "troubleshoot medstationes showing offline in rss" to resolve the issue. A field service engineer reset the network speed to 100/2 duplex, replaced the contaminated drawer tray in the auxiliary full height (fh) drawer 7, and later replaced the tray in the main half height (hh) drawer 3.2. The medstation successfully synced with the henry ford information technology (it) servers, and final testing confirmed all pockets were responsive. The customer verified that all pockets were responsive. The system functioned as intended after the technical support specialist and field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was taking long time to login. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.